Event description:
Fill volume: 48 ml. Flow rate: 2ml/h. Procedure: unknown. Cathplace: unknown. It was reported "the administration of the infusion was performed six hours earlier than scheduled." There was no reported injury. Additional information received 19-sep-2022 stated "the infuser was prepared and apparently they did not follow the capacity instructions (they gauged at 48 ml, as if the infusion rate were linear); information indicates that for a 60ml infuser, if you want it to be infused in 24 hours, it must be calibrated at 51ml."

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for the reported lot number, 30125696, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. The device was not returned.